Event description:
It was reported that the surgeon inserted an aq5010v silicone three piece lens and a haptic was torn during insertion. The lens was removed without any patient injury. The reporter stated that the incident was due to the surgeon's technique and not related to the lens. This is one of two lenses the surgeon attempted to implant in this patient. See MFR report #2023826-2008-00838.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that a optic was torn and there was clear surgical residue on the lens.